Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient's cardiac function failed during the post-operative phase of the pump implant and adjustment of the pump speed were performed to resolve the issue. It was stated that the issue was not resolved. No additional information available.

Manufacturer narrative:
It was stated that on november 11, 2017 echo shows cardiac function reduced. Anasarca, increase of body weight, and pneumonedema were found. No alarms were reported to have occurred. Considering the cause of event, speed and flow were adjusted and observed. On (B)(4) 2016 pump parameters were: flow: 4.20 l/min; speed: 2500 rpm; power 3.4 watts. It was further stated that the issue had not resolved. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.